Event description:
It was reported that shaft break occurred. A 2.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, it was noticed that the mid-shaft of the hypotube was broken. The procedure was completed without any patient complications reported.